Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 423 mg/dl and the cause was not known. Multiple correction boluses were delivered and the bg did not lower. An insulin injection was administered and the bg dropped to 225 mg/dl. A pump system check was performed and no device issues were identified. The cannula was removed and no issues were observed. The customer replaced the site and resumed insulin delivery. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.